Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: diagnosis: relapse all

Event description:
The customer reported that the bmt department uses the blue non-pvc tubing with a filter when infusing chemotherapy agents. During a blincyto chemotherapy infusion the tubing set cracked and leaked near/around the connection to the filter. The customer further states that the issue is that the blue tubing "slips off" the filter at the connecting engagement to the filter. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer provided a photo (not the event set) with an arrow pointing from the tubing to the outlet port of the filter indicates where the customer experienced the leak but does not confirm the reported leak. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that the bmt department uses the blue non-pvc tubing with a filter when infusing chemotherapy agents. During a blincyto chemotherapy infusion the tubing set cracked and leaked near/around the connection to the filter. The customer further states that the issue is that the blue tubing "slips off" the filter at the connecting engagement to the filter. There was no patient harm.